Event description:
A surgeon reported having issues releasing a glaucoma shunt from the injector in the last three to four procedures he had performed. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The root cause cannot be determined. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).